Event description:
Caller reported that he was implanted with a st. Jude spinal cord stimulator for back pain on (B)(6) 2017. He recently discovered that he cannot go on the MRI machine with the stimulator implanted in him. He stated he was able to have an MRI done with the stimulator about a year ago. He called and spoke with a st jude rep and was told unfortunately there is nothing they can do and no reasons was given. Reporter is not getting answers and will like to know what is going on or the next stop to take.